Manufacturer narrative:
An event of retraction problem difficulty and material twisted/bent (kinked) were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, it was impossible to partially recapture the device because the delivery sheath had become kinked. An extender was added to the core wire and exchange was attempted. Two other delivery sheaths were used to try to recapture the amulet occluder. As the new sheath was introduced in attempt to recapture the amulet occluder, the device separated from the delivery cable and was completely dislodged within the left atrium. The device was retrieved via transcatheter snare. When the device was retrieved, the patient experienced a pericardial effusion near the left upper pulmonary vein, which progressed to cardiac tamponade. A pericardial window was performed. The patient status was reported as stable. In addition, two photos were received from the field and appeared to show the kinked on the delivery system. However a delivery sheath inspection could not be performed as the delivery sheath was not returned for analysis. Based on the available information, the reported retraction problem appears to be related to the kinked sheath. The root cause of the reported material twisted/bent (kinked) could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath (lot 8835811). The patient was in normal sinus rhythm, and imaging was intracardiac echocardiography (ice) and transesophageal echocardiography (tee). The left atrial pressure was 14mmhg. Heparin was administered, and the patient's activated clotting time (act) levels remained between 250-350 seconds. The amulet occluder was deployed once, and the position was too proximal. However, it was impossible to partially recapture the device because the delivery sheath had become kinked. An extender was added to the core wire and exchange was attempted. Two other 14f amplatzer torqvue 45x45 delivery sheaths (lots 8780493, 8806448) were used to try to recapture the amulet occluder. As the new sheath was introduced in attempt to recapture the amulet occluder, the device separated from the delivery cable and was completely dislodged within the left atrium. The device was retrieved via transcatheter snare. When the device was retrieved, the patient experienced a pericardial effusion near the left upper pulmonary vein, which progressed to cardiac tamponade. The cause of the pericardial effusion was unknown. A pericardial window was performed. Hospitalization was prolonged. The patient status was reported as stable.